Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form almost in the center upon second inflation at 8 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.